Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they received a call from a patient who had pain since the procedure and has begun experiencing burning in chest. The patient stated that they called the physician's office several times and was only advised to wait for a couple more days and to drink more water. Technical support attempted to call the patient, but could not reach anyone. Technical support was advised by the medical team that they have already communicated with the patient and instructed them to report to emergency department for evaluation.